Event description:
The customer reported the device fails the self test, an error code is repeated in the software error log. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.